Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and contamination was found under the contrast, up arrow and down arrow keypad buttons. The pump was opened and evidence of moisture was observed on the printed circuit board and the keypad flex connector. Unrelated to the initial complaint, there was evidence of moisture behind the display screen. The display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.